Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that approximately five years post ivc filter implant, imaging demonstrated that multiple filter limbs had detached from the filter, and the filter had migrated in a caudal direction. Reportedly, one detached limb was observed in the patient's right pulmonary artery, another was identified in the left pulmonary artery. No report of injury to the patient.